Event description:
It was reported that implant did not seal. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx closure device was implanted. Post-implant imaging showed a 2.5mm leak. At the routine 45-day follow-up appointment, transesophageal echocardiogram (tee) revealed the leak to be 4-5mm. The patient was switched from xarelto to eliquis and an ablation of the leak was performed approximately 2 months later. After the ablation procedure, the leak measured 1.5-2mm. The patient will remain on the oral anticoagulation medication and repeat the tee in 45 days.